Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show 8 channels with high impedance. Channels 10-12 are reportedly extra-cochlear. The patient's parents did not report a change in hearing perception. No accident or trauma was reported. The clinic will continue to monitor the patient.

Manufacturer narrative:
Additional information: according to the information and measurements received, it seems that the active electrode might have been damaged due to device minute mobility. In addition it was reported that the active electrode migrated partially out of cochlea. The device remains currently implanted.

Event description:
In situ measurements show 8 channels with high impedance. Channels 10-12 are reportedly extra-cochlear. The patient's parents did not report a change in hearing perception. No accident or trauma was reported. The clinic will continue to monitor the patient. No further information has been received.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the patient report appear to match the damage found. In addition, it was reported that the active electrode had migrated partially out of the cochlea. Damages found on the reference electrode are most likely due to explantation. This is a final report.

Event description:
In situ measurements taken in (B)(6) 2016 showed 8 channels with high impedance; previous measurements taken 1 year earlier showed impedances within normal limits. Channels 10-12 are reportedly extra-cochlear as per fitting data, in (B)(6) 2015 channels 11 _ 12 were disabled due to non-auditory percept; in (B)(6) 2015 channel 10 was additionally disabled. No accident or trauma was reported. Per registration data, a full insertion of the electrode array was achieved. Imaging done in (B)(6) 2015 showed 3 channels extra-cochlear. The patient was re-implanted.